Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider via the manufacturer representative reported that the patient complained of a change in efficacy following a total knee replacement. Their nighttime symptoms of urinary incontinence returned and the patient felt the event that led to the issue was the total knee replacement surgery. Three of the electrodes demonstrated greater than 4000 ohms on the impedance check. The patient was reprogrammed multiple times by the physician's assistant (pa) in the health care provider's (hcp's) office and it was determined that the patient needed to have a new lead placed. The clinician programmer indicated that there were 10 to 17 months left on the implantable neurostimulator (ins), so it was replaced as well. The lead and ins were replaced on the contralateral side on (B)(6) 2015 and would not be returned. The hcp chose to cut the lead away from the ins and leave the remaining lead in the sacrum. The issue was resolved and the patient status was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that experienced loss of therapeutic effect. The patient stated she turned therapy off for knee surgery on (B)(6), and turned it back on after surgery, but since her surgery she has a lot of problem with bladder control. The patient stated that her doctor told her it could be due to cauterization of her veins. It was noted that health care provider has changed programming, but she would feel stimulation for 15 minutes and then the sensation goes away. It was noted that patient would be seeing their health care provider on the day this call for programming. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09b9j, implanted: (B)(6) 2013, product type: lead. (B)(4).